Manufacturer narrative:
One level 1 ® h-1200 fast flow fluid warmer was received for investigation. The base, IV pole, and pressure chambers were not returned with the device. A visual inspection revealed the device to be in good condition. During initial inspection, it was noted that the sensor above the gas vent support clip filter holder was not tight. Both mounting screws had come completely loose from the back of the sensor. When the gas vent filter was installed, it was difficult to position in a way to stop the activation of the check disposable alarm because the sensor was positioned too far forward. The complaint was then confirmed. When the back cover was removed, it was evident that an attempt was made to service the air detector previously. Wiring was routed in a manner that was inconsistent with manufacturing instructions, and records showed that no service had been performed on the device by smiths medical since the device manufacture date. No root cause could be determined for the loose sensor.

Event description:
It was reported that a patient died while the code team at the hospital tried to use a level 1 ® h-1200 fast flow fluid warmer. The device continuously gave an alarm. The alarm said check disposables and check tubing. Since the device did not work when needed, it prevented infusion. The patient was already coding. The patient was submitted for alcoholic cirrhosis with ascites with hopes of a liver transplant.